Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing and was failing to capture. R-wave amplitude variation was noted as well. No intervention was performed. The patient was stable.